Event description:
It was reported that the patient underwent left total knee revision 9 months post implantation due to pain, swelling, and loosening of the tibial and femoral component. Patient was implanted with competitor product.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : therapy date : (B)(6) 2019. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left total knee revision 9 months post implantation due to continued pain and swelling with aspiration of fluid from the knee. A popliteal cyst was also noted with an attempt to evacuate the fluid. On radiography, the patient was diagnosed with aseptic loosening. Patient was implanted with competitor product.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the records for a left knee arthroplasty performed (B)(6) 2018 with no complications noted. Patient experienced pain and swelling with aspiration of fluid from the knee and a popliteal cyst was noted. X-rays showed aseptic loosening. Patient was revised (B)(6) 2019. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, 141234 - biomet cc cruciate tray 75mm - j6316198, 184788 - series a pat thin 37x8.6 3 peg ¿ 215500, 183440 - vngd cr tib brg 10x71/75 ¿ 866210, unknown cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03279.

Event description:
It was reported that the patient underwent initial knee surgery approximately 7 months ago. The patient is currently being considered for a revision due to pain, swelling, and loosening of the tibial and femoral components. Attempts have been made, and no further information is available.